Event description:
Procedure type: lavh. According to the reporter: after opening this product package, nurse found that the cannula of v2 fixation was separated. No patient injury reported.

Manufacturer narrative:
(B)(4).